Event description:
The customer returned the autoclavable camera head, which is an olympus asset with no reported complaint. During the evaluation of the device, communication error code (e238) was observed. The service repair technician assessed the condition and determined that communication error code (e238) was most likely caused by an electronic component failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction communication error code (e238) was traced to electronic component failure due to charged coupled device (ccd) unit in poor condition. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.